Event description:
Customer reportedly obtained results of 60mg/dl and lo on the same device within 10 minutes. Customer drank soda based on the result of 60mg/dl. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.